Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the monitor board was replaced to resolve the customer's report. The monitor board was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.